Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the instrument was checked for functionality before being handed over. No damage was found. After the instrument was inserted, the branch was opened to lift the tube. The instrument jumped out of the holder and a metal splitter flew into the field of vision. The grasping forceps could no longer be opened or closed using the handle. After the metal splinter was recovered, it was held against the defective area. It was noticed that this was only half of an otherwise closed ring. A laparoscopic search was made for the missing part. Nothing was found. The patient's pelvis was then x-rayed. There were no abnormalities here either.